Event description:
It was reported by service report that the restraint ankle strap was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Ankle strap restraint.